Event description:
It was reported that the patient developed an infection and vegetative growth in the heart. The implantable cardiac defibrillator (ICD) and two leads were removed and a temporary pacing system was placed until the infection clears. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. Concomitant products: 693565 implantable tachy lead, (B)(6) 2009; 5076 implantable pacing, lead (B)(6) 2009. (B)(4).